Event description:
It was reported the patient¿s implantable neurostimulator was replaced due to complete battery depletion. It was stated the battery was completely depleted in three years. It was also stated the impedances on any combination of electrodes was normal and stimulation was duplicated.

Manufacturer narrative:
(B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable pulse generator (ipg 37702 restore, serial # (B)(4)) found its battery had reached a normal end of life, telemetry and output were okay. Foreign material was found under cover of the connector module.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.